Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system were the pocket was eroded. The device was explanted but physician decided to keep the lead to implanted as the patient is dependent. The patient underwent surgical intervention to remove the device but as there is a risk of infection with the lead. No additional adverse patient effects were reported.